Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-06283. It was reported the pt had fallen. Afterwards, the pt could not longer feel stimulation. Reprogramming was unsuccessful and the pt experienced pain on the right side of her back. X-rays were taken and revealed one of the pt's leads had migrated. The pt is scheduled to undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.